Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report a setup problem on the liberty cycler set in step 4 of setup. The patient noticed a problem with the cassette and wanted to reset up the cycler. The cycler did not alarm. The patient was not connected. Technical support assisted the patient with canceling the setup and starting a new one. Upon follow up, it was determined that the patient did complete treatment on the cycler on the day of the reported event after a re-setup using a different cassette. The problem the patient had noticed on the liberty cycler set was a fluid leak from the stay safe connector on the patient line. The patient was connected when the fluid leak occurred. The patient stated this event had occurred previously to which they had already contacted her and was told she would receive a prepaid shipping kit, she had kept the sample for 3 weeks but since the kit did not arrive she had discarded the sample. Upon further follow up, the patient confirmed the reported fluid leak occurred at the connector for the patient line after drain 0 during fill 1 of treatment. The cause of the leak was unknown. The patient did complete treatment on the cycler the day of the reported event after a re-setup using a different cycler set. No medical intervention was required for the experienced fluid leak and there was no adverse event or injury.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report a setup problem on the liberty cycler set in step 4 of setup. The patient noticed a problem with the cassette and wanted to reset up the cycler. The cycler did not alarm. The patient was not connected. Technical support assisted the patient with canceling the setup and starting a new one. Upon follow up, it was determined that the patient did complete treatment on the cycler on the day of the reported event after a re-setup using a different cassette. The problem the patient had noticed on the liberty cycler set was a fluid leak from the stay safe connector on the patient line. The patient was connected when the fluid leak occurred. The patient stated this event had occurred previously to which they had already contacted her and was told she would receive a prepaid shipping kit, she had kept the sample for 3 weeks but since the kit did not arrive, she had discarded the sample. Upon further follow up, the patient confirmed the reported fluid leak occurred at the connector for the patient line after drain 0 during fill 1 of treatment. The cause of the leak was unknown. The patient did complete treatment on the cycler the day of the reported event after a re-setup using a different cycler set. No medical intervention was required for the experienced fluid leak and there was no adverse event or injury.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Correction: g3 initial aware date should be (B)(6) 2024 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report a setup problem on the liberty cycler set in step 4 of setup. The patient noticed a problem with the cassette and wanted to reset up the cycler. The cycler did not alarm. The patient was not connected. Technical support assisted the patient with canceling the setup and starting a new one. Upon follow up, it was determined that the patient did complete treatment on the cycler on the day of the reported event after a re-setup using a different cassette. The problem the patient had noticed on the liberty cycler set was a fluid leak from the stay safe connector on the patient line. The patient was connected when the fluid leak occurred. The patient stated this event had occurred previously to which they had already contacted her and was told she would receive a prepaid shipping kit, she had kept the sample for 3 weeks but since the kit did not arrive she had discarded the sample. Upon further follow up, the patient confirmed the reported fluid leak occurred at the connector for the patient line after drain 0 during fill 1 of treatment. The cause of the leak was unknown. The patient did complete treatment on the cycler the day of the reported event after a re-setup using a different cycler set. No medical intervention was required for the experienced fluid leak and there was no adverse event or injury.